Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer has received multiple, intermittent occlusion alarms prior to receiving cartridge alarm (cartridge alarm 1) during basal deliveries with multiple cartridges. The customer is able to successfully load a new cartridge each time temporarily resolving both issues. The customer stated that their fill estimate is not accurate at times. The customer's blood glucose (bg) levels ranged between 146-357mg/dl. The customer changes their cartridge, delivers correction boluses and sometimes delivers manual injections to address the bg levels. The customer experienced a low bg level of 26mg/dl caused by delivering too much insulin via a manual injection. The customer consumed juice to address the low bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. The customer reported that the pump would continue to be used for insulin therapy.